Event description:
It was reported the pt is experiencing heating at her scs ipg pocket site while using her scs system stimulation. There is no additional info at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.